Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 58 mg/dl. The customer was unable to troubleshoot because she is not at home. The customer stated that she would be interested to troubleshoot at a different time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.